Event description:
A customer reported that their freestyle freedom blood glucose monitor would power off and on intermittently when a test strip was inserted into the strip port. He stated that it was very difficult to obtain a glucose result. He then reported feeling nauseous, lightheaded, constipated. He went to a local hospital, and while there he was diagnosed with hyperglycemia, and an IV treatment and insulin were administered in order to stabilize the customer's glucose levels. There was no report of death or permanent impairment associated with the reported event.

Manufacturer narrative:
Customer returned a freestyle freedom blood glucose monitor. Test strips were not returned. Complaint is not confirmed. Meter powered on with button and insertion of strips. Did not observe that the meter turned off after strips were inserted.